Event description:
It was reported that the pt underwent a laminectomy followed by posterior spinal fusion using pedicle screw-rod fixation. The pt also underwent transforaminal lumbar interbody fusion (tlif) using rhbmp-2/acs. At an unk time post-op, the pt was diagnosed with pseudoarthrosis. The pt underwent revision fusion with anterior lumbar interbody fusion (alif) and posterior fixation.

Manufacturer narrative:
(B) (4). Pseudoarthrosis. Literature article citation: acosta f. Pt satisfaction and radiographic outcomes after lumbar spinal fusion without iliac crest bone graft or transverse process fusion" in the journal of clinical neuroscience (2009; 16: 1184-1187); (10.1016/j.jocn.2008.12.006). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.